Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file shows malfunctioning of flex vision pc. Upon functional testing, the fse found that the flex vision pc did not power on in the power on sequence. To resolve the issue, the philips engineer restarted the machine. However, the issue reoccurred and the fse replaced flexvision pc and reloaded software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully, stalling at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint.